Event description:
Litigation papers allege patient began suffering pain and his hip pain continued to worsen considerably and significantly impair his ability to walk, bend, lay on his right side and even stand. It is further alleged, this, combined with patients increased metal ion levels and a rash on his right leg, required patient to undergo hip revision surgery.

Manufacturer narrative:
Depuy considers the investigation closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.